Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with intraocular lens (iol) implant procedure, it was reported that the lens was either faulty or user error, and it did not insert correctly into patient eye. The doctor opened the backup lens. It touched the patient eye. Additional information has been requested and received stated that the product contributed to the event.